Event description:
Safety mode mit tf 343001 in highflowo2.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a mechanical issue with the contact pressure of the flap. In consequence the ventilator underwent a comprehensive repair. There was no patient or user harm reported to hamilton medical.